Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. While the specific cause of the faulty cable was not established at this time it is possible fluid entered the cable causing temporary grainy image. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the hd camera head displayed a grainy image during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of grainy image was not confirmed. In addition, there was no sense of switch depression of button #2, due to a worn out switch board on cable. The metal around the video connector failed a leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.